Event description:
It was reported that during a carotid artery stenting treatment procedure, when the physician retrieved the material inside the retrieval sheath, one of the supports of the filter loop detached. The procedure was completed with this device. There were no consequences to the patient. The catheterization of the carotid was complicated and the anatomy was very tortuous. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.